Event description:
It was reported that the ventilator generated technical errors indicating ventilation disabled and power error. Moreover, printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting - accumulated water was found inside inspiratory section and on the pneumatic back-plane board. Mentioned technical errors were generated after the device was turn on. The accumulated water was cleaned and the issues were solved. The ventilator passed all functional and safety tests and was delivered to the user in working condition. Based on technician statement, the liquid contaminated pneumatic back-plane board, which caused several issues. Review of the provided device's logs confirms occurrence of the reported technical alarms and other issues like communication error, technical error in expiratory cassette and pre-use check failures. Provided photos confirm water inside the inspiratory section. According to the technician, the user may have left the humidifier turned on for a longer time than the ventilator, which caused water vapor to enter the ventilator and condense. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Correction of fields # h6 type of investigation, # h6 investigation findings, # h6 investigation conclusion and # h11 additional manufacturer narrative. It was reported that when the ventilator was started, technical error codes were generated, indicating ventilation was disabled due to a communication error during start-up and a power error. No patient was involved, as the incident occurred before the ventilator was used for treatment. The ventilator was not in clinical use at the time. A getinge field service engineer investigated the ventilator on-site and observed that water had entered the inspiratory channel. This water contaminated the safety valve membrane, the mounting plate beneath the inspiratory channel, and the pneumatic back-plane pc board located under the mounting plate. After cleaning the accumulated water, the ventilator operated without alarms, passed all performance and safety tests, and was subsequently cleared for clinical use. Further investigation revealed that the connected humidifier of another brand had been left on for an extended period while the ventilator was not in use. This caused water vapor to enter the ventilator¿s inspiratory channel, where it condensed, resulting in water accumulation on the affected components. No ventilator malfunction occurred. The root cause was determined to be accidental damage caused by prolonged operation of the connected humidifier, leading to condensation and water ingress into the ventilator.